Manufacturer narrative:
The manufacturer received information in relation to a simplygo mini oxygen concentrator. The device was evaluated by a field service technician. The service technician reports the battery pca corroded, faulty main pca causing no charge, and airside manifold squeaking. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device evaluated by a field service technician.

Event description:
The manufacturer received information in relation to a simplygo mini oxygen concentrator. The device was evaluated by a field service technician. The service technician reports the battery pca corroded, faulty main pca causing no charge, and airside manifold squeaking.